Event description:
It was reported that during the implant, when surgeon asked for the pump to be started, the pump start command was given but the pump did not start. This occurred several times and the pump did not start for quite some time. The power did rise up to 15 watts during this time. Ultimately, the pump started and the power was normalized. The data associated with the pump startup was no longer part of the event log file. There were repeated recordings of low-speed advisory and backup battery not installed events. The low-speed advisory events were occurring at a time when the set speed was 4800 revolution per minute (rpm) and the low speed was 5000 rpm. The backup battery was installed at the end of the case per normal protocol and the alarm resolved. The patient did not experience any adverse impact during the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.